Event description:
It was reported that the insulin pump was stuck in the rewind/prime loop, and insulin did exit during prime. The customer was instructed to install a new reservoir and while priming the new reservoir the insulin pump alarmed an error. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. However, the device was received with a loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.